Event description:
This case was reported by a consumer and described the occurrence of possible neuropathy in a (B)(6) female pt who used super poligrip original denture adhesive cream (B)(4) over a period of years as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original, using it 3 to 4 times daily (device misuse) on her lower dentures. An unk time later, the pt experienced unspecified symptoms of neuropathy. This case was assessed as medically serious by gsk. On (B)(6) 2010, the pt stopped super poligrip original and began using fixodent. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Manufacturer's comment: super poligrip original is manufactured in (B)(4), and neither the product nor lot number was available. (B)(4).